Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that, following device implant and after being put on anticoagulants, the patient developed a pocket hematoma. The patient was hospitalized with an elevated white blood cell (wbc) count of 16.0, and infection was suspected. The device was explanted and replaced nearly 2 weeks after it had been implanted; blood cultures were taken and antibiotics were given to the patient. The culture results were negative. No further patient complications were reported as a result of this event.